Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the blower failed. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
E1: reporting institution name - (B)(6).

Manufacturer narrative:
Per good faith effort response, the field service engineer replaced the blower to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.